Manufacturer narrative:
Additional information was requested and the following was obtained: was another reservoir used to complete the case? -yes, it was. Procedure name? -unknown orthopedic procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was another reservoir used to complete the case? Procedure name.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2016 and the reservoir was connected to a drain. After the procedure, the lock of the reservoir did not function after negative pressure was applied several times on the ICU floor. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Exit port was inspected to identify any damage, and port was in good condition. Cap was connected to the port and it was in good condition, cap could be removed only by applying force and it did not detach easily. Y-connector ports were inspected to identify any damage; ports were in good condition. All components are in place and in good conditions as well as the end device function properly. Root cause could not be determined. The sample does not have any broken or damaged components that could have affected its function. Also, it was verified that the plate was able to be opened and closed without any issue.